Event description:
The facility representative reported a flogard infusion pump with a failure code of 49. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. The customer did not report if there was any patient involvement; there was no patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-49" was confirmed during device evaluation. Service determined that the cause was due outdated batteries, which were replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.